Manufacturer narrative:
Updated information from concomitant to a part data, part added to complaint. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: additional information received, that there was a second drill sleeve involved with the same malfunction. Drill sleeve part 03.114.001/lot: h161606 updated from concomitant device to part data: 1x drill sleeve, part 03.114.001/lot: h161606. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). A device history record review was performed for the subject device lot number h161606. Manufacturing location: (B)(4). Supplier: (B)(4). Date of manufacture: 30-dec-2016. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a lcp (locking compression plate) drill sleeve couldn¿t be attached to a plate. The surgeon didn¿t have a surgical plan but he checked for just in case. Unknown if patient was involved. No information available about patient and surgical outcome. There was no surgical delay reported. Concomitant medical products: 1x unk plate. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was performed. This complaint is confirmed. This issue has been identified and escalated from a previous complaint. Appropriate actions have been taken to address this issue. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.